Manufacturer narrative:
Device is not being returned for evaluation; therefore, no determination could be made for the reported device failure.

Event description:
During a slap repair, the anchor broke at the eyelet. The surgeon was also having difficulty sliding the suture in the eyelet. Sales rep stated that the surgeon was tapping the implant in when it broke. The implant was removed, and surgeon drilled another insertion site, inserted the implant and found the suture difficult to slide in the eyelet. The surgeon was able to complete the repair with this device but was not satisfied. Sales rep felt the breakage of the first device was the result of the surgeon striking the inserter at an odd angle. No pt injury or complications resulted.